Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was an alleged break in the tyvek seal. There was no patient contact.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The device was returned for evaluation. A visual inspection found the device returned in its original packaging. However, a complete breach in the sterile barrier was noted in the tray to tyvek seal. Upon closer examination, there was no evidence that the tyvek had ever been sealed to the tray at this location. A partial breach was also noted in a secondary location on the seal, with no evidence of a previous seal. No anomalies were noted to the tray, however, slight discoloration and wrinkling was noted to the top of the tyvek at the locations of the seal issues. Therefore, based on the returned sample condition, the investigation is confirmed for the reported breach of sterile barrier. The device packaging was returned with no evidence of material seal transfer between the tray and the tyvek, in two locations. It was concluded that the tyvek had never been sealed to the tray in these locations. Per the process work instruction for the presto sealing process, the sealed tyvek lid is 100% inspected for seal anomalies. However, as seal anomalies were noted on the returned device, a scar was issued to the supplier to investigate the issue, determine root cause for the identified seal issue, and identify permanent corrective and preventative action plans.

Event description:
It was reported that there was an alleged break in the tyvek seal. There was no patient involvement.